Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the vent line leaked 200 milliliters (ml) of blood at the one-way valve. The surgical procedure was completed successfully. There was 200ml of blood loss. There was no delay, nor adverse consequences to the patient.